Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device packaging was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the guidewire became stuck in the catheter and the patient experienced pericardial effusion, low blood pressure, and tissue damage. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. When anchoring the guidewire at the right inferior pulmonary vein (ripv) there was resistance when retracting the guidewire in the catheter lumen. Once the catheter was removed from the patient fibrous tissue was observed between the guidewire and the catheter tip. The tissue was removed from the guidewire with surgical equipment, but it was found that the guidewire was still stuck in the catheter, resulting in the removal of the guidewire from the distal end of the catheter. The guidewire also had damage, having partly unraveled near one of the ends. There was evidence of tissue in the right atrium upon reviewing the intracardiac echocardiography (ice) modalities. The guidewire was replaced in order to complete the ablation procedure. Evidence of low blood pressure and pericardial effusion was also found, so the patient underwent pericardiocentesis and was hospitalized. The current condition of the patient is unknown. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device packaging was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the guidewire became stuck in the catheter and the patient experienced pericardial effusion, low blood pressure, and tissue damage. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. When anchoring the guidewire at the right inferior pulmonary vein (ripv) there was resistance when retracting the guidewire in the catheter lumen. Once the catheter was removed from the patient fibrous tissue was observed between the guidewire and the catheter tip. The tissue was removed from the guidewire with surgical equipment, but it was found that the guidewire was still stuck in the catheter, resulting in the removal of the guidewire from the distal end of the catheter. The guidewire also had damage, having partly unraveled near one of the ends. There was evidence of tissue in the right atrium upon reviewing the intracardiac echocardiography (ice) modalities. The guidewire was replaced in order to complete the ablation procedure. Evidence of low blood pressure and pericardial effusion was also found, so the patient underwent pericardiocentesis and was hospitalized. The current condition of the patient is unknown. The device is expected to be returned for analysis. It was further reported that the patient also experienced a laceration of the right superior pulmonary vein (rspv) that required pericardiocentesis and a blood transfusion, followed by an emergent transfer for open heart surgery. The patient was in stable condition after the surgery.